Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity c glucose reagent kit, list number:07p55-30, and manufacturing site: abbott gmbh, max-planck-ring 2, wiesbaden, 65205 germany to alinity c processing module, ln 03r67-01, abbott laboratories, 1915 hurd drive, irving, tx, 75038. MDR number 3016438761-2023-00485 has been submitted and all further information will be documented under that MDR number. H3 other text : after further evaluation, the suspect medical device was changed from alinity c glucose reagent kit, list number:07p55-30 to alinity c processing module, ln 03r67-01. MDR number 3016438761-2023-00485 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed falsely decreased glucose results generated from an alinity c processing module for a female patient who was in the ICU. The customer provided the following data: sample ID (B)(6)was originally run on (B)(6)2023 at 0630 for a complete metabolic panel. Later that day at approximately 2130 there was a request to add a basic metabolic panel. The results were questioned on 20 july, so the sample was repeated on the same analyzer (sn: (B)(6)) and also repeated on another alinity c processing module (sn: (B)(6)) glucose results: initial glucose result on 18 july was 53, repeated later that day the result was 224, repeated on the same analyzer on 20 july was 220, repeated on another analyzer was 209. There was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased glucose results generated from an alinity c processing module for a female patient who was in the ICU. The customer provided the following data: sample ID (B)(6) was originally run on (B)(6)2023 at 0630 for a complete metabolic panel. Later that day at approximately 2130 there was a request to add a basic metabolic panel. The results were questioned on (B)(6) so the sample was repeated on the same analyzer (sn:(B)(6)) and also repeated on another alinity c processing module (sn:(B)(6)) glucose results: initial glucose result on (B)(6)was 53, repeated later that day the result was 224, repeated on the same analyzer on (B)(6)was 220, repeated on another analyzer was 209. There was no reported impact to patient management.